Event description:
It was reported to philips that the system was intermittently unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was intermittently unable to boot up. Upon functional testing, the fse identified poor contact with the single board computer (sbc). To resolve the reported issue, the fse reseated the sbc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.